Event description:
User states they have had several occurrences, approx. 3 to 4, in which initial hcg results are negative and repeated positive over the past 8 months. Specific data and patient information surrounding those events was not provided. One example was provided which occurred in 2008: initial result 3.93 miu/ml, repeat result <10000 miu/ml and 15562 miu/ml with 1:100 dilution. Testing was also performed with another tube drawn at the same time as the original sample, giving a result of >10000 miu/ml. Initial result was reported. User stated patient had not been treated because of the false negative result. The field service representative determined the s/r probe tubing had slipped off the back pulley. He realigned the tubing and probes. Performance tests were performed.